Event description:
It was reported that during a bipolar temporary test, when the device was pacing at 7.5v @ 1ms, the patient felt a "flipping" sensation near the side of the pocket. When the programmed output was lowered to 5.5v @ .52ms, he felt the same sensation. It was also noted that there was an impedance decrease and threshold increase. The lead was replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.